Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017.   According to the complainant, during the procedure, the stylet failed to advance and the distal tip of the needle was bent. The procedure was completed with another expect pulmonary olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results. Visual evaluation of the returned device reveal that the needle and sheath was bent near the handle. The distal end of the sheath was bent also the distal end of the needle was cut and was not returned. Functional analysis revealed that the needle was unable to extend out of the sheath. The complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stylet failed to advance and the distal tip of the needle was bent. The procedure was completed with another expect pulmonary olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.